Event description:
Discrepant cortisol result on a pt sample being run as a cortisol simulation study. The initial sample result was <0.018 ug/dl. Same sample repeated half an hour later also gave result of <0.018 ug/dl. The sample was tested again, with initial result of 35.39 ug/dl. Same sample repeated half an hour later gave result of 49.33 ug/dl. Erroneous results were not reported. The field service representative determined the rack module alignment was to high. The instrument was repaired.